Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The tubing set was being used to deliver 500ml of normal saline solution, at an unspecified rate, via a symbiq pump. After an unspecified length of time, it was reported that the nurse noted bleed back into the tubing set and that an unspecified volume of blood and solution leaked onto the pt's bed. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.